Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, it was reported that a patient experienced an allergic reaction to prialt. The pump was stopped for 9 weeks and then alarmed due to length of pump stoppage. A 48 hour tube set alarm was confirmed by telemetry. The system was replaced on (B)(6) 2011. The patient was reported to be "doing just fine" now that prialt is not the pump. Additional information has been requested and will be reported if it becomes available.